Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age and gender unknown) the device displayed a "fresh air intake fault 3031" and "oxygen supply failure" messages. Complainant indicated that the patient was manually ventilated to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not verified. The device was put through extensive testing which included burn-in and output testing without duplicating the malfunction. The device successfully passed all testing, was recertified, and returned to the customer. No trend is associated with reports of this type.